Manufacturer narrative:
H11 correction: additional mfg narrative revised to: it was reported that the procedure was to treat nutcracker syndrome (ns) in the left renal vein (lrv). It should be noted in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation contributed to the reported event.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event has been estimated to 1/6/2023. The UDI is not known as the part and lot number were not provided. Attached article: title: "endovascular retrieval of a dislocated stent in the right ventricle of a patient with nutcracker syndrome."

Event description:
A case study was reported through a research article of a patient who presented with nutcracker syndrome (ns) and a 10x30mm omnilink elite stent was placed in the left renal vein (lvr). Five days later the patient present with paroxysmal precordial pain that had lasted since the stent had been placed. Echocardiography revealed the stent had migrated to the right ventricle; therefore, an unspecified guide wire was attempted to be pass the stent through the interstices of the stent to snare and capture the stent; however, it was unsuccessfully due to traction resistance of the ventricular tachycardia. An unspecified guide wire was attempted to pass through the lumen of the stent; however, it failed to cross as the stent's position changed with the beating of the heart. A goose neck snare was used to pull the stent to the superior vena cava and as there was a concern that the stent might slip off the stent was invaginated into the sheath. The stent was pulled into the right common femoral vein sheath using another snare. The stent was noted to be intact and no remaining fragments were observed on completion fluoroscopy. At the 3-day follow-up, echocardiogram revealed a normal tricuspid valve without tricuspid regurgitation. Additional information can be found in the attached article "endovascular retrieval of a dislocated stent in the right ventricle of a patient with nutcracker syndrome". No additional information was provided.

Event description:
A case study was reported through a research article of a patient who presented with nutcracker syndrome (ns) and a 10x30mm omnilink elite stent was placed in the left renal vein (lvr). Five days later the patient present with paroxysmal precordial pain that had lasted since the stent had been placed. Echocardiography revealed the stent had migrated to the right ventricle; therefore, an unspecified guide wire was attempted to be pass the stent through the interstices of the stent to snare and capture the stent; however, it was unsuccessfully due to traction resistance of the ventricular tachycardia. An unspecified guide wire was attempted to pass through the lumen of the stent; however, it failed to cross as the stent's position changed with the beating of the heart. A goose neck snare was used to pull the stent to the superior vena cava and as there was a concern that the stent might slip off the stent was invaginated into the sheath. The stent was pulled into the right common femoral vein sheath using another snare. The stent was noted to be intact and no remaining fragments were observed on completion fluoroscopy. At the 3-day follow-up, echocardiogram revealed a normal tricuspid valve without tricuspid regurgitation. Additional information can be found in the attached article "endovascular retrieval of a dislocated stent in the right ventricle of a patient with nutcracker syndrome".

Manufacturer narrative:
The device was not returned for evaluation. A review of the corrective and preventive actions (CAPA) database for the reported product was performed and revealed no complaint assessment capas. Production record and similar incident query reviews were not performed because the part and lot numbers were not reported, and the product was not returned for analysis. It was reported that the procedure was to treat nutcracker syndrome (ns) in the left renal vein (lrv). It should be noted in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported stent migration could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect of angina, and the relationship to the product, if any, cannot be determined. Factors that may contribute to stent migration include, but are not limited to, patient anatomical morphology, patient disease state, non-uniform or partial stent apposition or under-sizing of the vessel. Based on the information provided and without the device to examine, a definitive cause for the reported stent migration cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H6 - medical device problem code 1494 clarifier: incorrect anatomy.